Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient was experiencing backup battery fault alarms. On (B)(6) 2022 the patient came to the emergency room. A new emergency backup battery did not work in the controller and the same backup battery fault was happening. The controller was exchanged and the patient was provided with a new backup controller. Log files were sent for review and showed a few intermittent backup battery fault alarms on the (B)(6) 2022 that resolved on their own. There were no other unusual events recorded in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault was confirmed. The log file spanned approximately 2 days (11jan2021 to 30mar2022, 17apr2022 to 19apr2022 per the timestamp). The events before 17apr2022 are not related to the event. A backup battery fault alarm intermittently activated on (B)(6) 2022 from 21:06 to 22:41 due to an ebb circuit fault. The alarm resolved shortly after activation and did not affect the controller¿s ability to provide power to the pump. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.